Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and a suprarenal aortic extension. Upon follow-up, computed tomography (CT) showed a decrease in overlap and a type 3a endoleak. The physician elected to implant an infrarenal aortic extension to bridge the initial implanted devices and seal the leak. The patient is stable.